Event description:
A 12 mm amplatzer vascular plug ii (avpii) would not release from the delivery cable. The avp2 was removed from the patient. Another 12 mm avp2 was successfully implanted.

Manufacturer narrative:
The results of this investigation confirmed the 12 mm amplatzer vascular plug ii (avpii) was able to be attached to and detached from its associated delivery wire. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence to suggest there was an intrinsic defect in the plug and the cause of the detachment difficulty remains unknown.

Event description:
Additional information obtained confirmed the user turned the cable counterclockwise per the IFU and there was no clockwise rotation.